Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Device history record (DHR) review is in process. The product evaluation is in process. Implant duration is unknown. No patient information has been provided. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. This device was reportedly explanted due to regurgitation but no other information has been provided despite repeated requests. Without a response from the health care provider, we are unable to investigate into the root cause for this event. A supplemental report will be submitted as soon as the product evaluation has been completed any new information will be included in that report.

Event description:
As reported, severe mitral regurgitation post implantation. No other information provided.

Manufacturer narrative:
Customer complaint of regurgitation could be confirmed based on visual observation. As received, the leaflets exhibited characteristic markings which indicate sutures were looped around commissure 3. Suture track and permanent indentations were present on the free margins of leaflets 2 and 3 at commissure 3. These indentations were most likely left by sutures that were tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. No other inconsistencies are visually noted or in the x-ray, as the wireform is intact. X-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The product evaluation confirms the customer claim of regurgitation with the root cause being sutures looped around one of the valve commissures. Suture loops occur when a suture catches on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or later during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement and further instruct the surgeon on how to avoid suture looping: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve, which would interfere with proper valvular function.